Manufacturer narrative:
(B)(4).

Event description:
On or about january 29th, 2017 stryker received a legal petition alleging that a patient was prescribed a stryker pain pump following shoulder surgery on or about (B)(6) 2002. On or about (B)(6) 2014, the patient began physical therapy for right shoulder pain. On or about (B)(6) 2015, the patient underwent a total right shoulder arthroplasty to repair their shoulder. The patient alleges the need for repair was a result of chondrolysis from continued injection of medication into their shoulder. There are no allegations the product failed to perform as designed or programmed by the physician.